Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the entire drawer for the medication pocket was rendered inactive due to this issue. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer 1.1 was not detected on the bus. A field service engineer accessed the rear of the station, where the right light was flashing on the module board. The field service engineer replaced the retractor bands on both drawers, as they showed signs of wear from rubbing against the case corner. The row board cables were reseated, and the back of the station was secured. Finally, the station was booted into the application to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.